Manufacturer narrative:
The target lesion for the index procedure was the proximal right coronary artery (rca). The lesion was reported to be: a chronic total occlusion (cto), calcified, tapered, and timi flow of 0 pre-procedure. The lesion was pre-dilated with a 1.5x10 mm balloon at 12 atm. Two (2) cypher select 2.75x23 mm stents were implanted at 12 atm in overlapping fashion. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within thirty days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2007-00940 and # 9616099-2007-00941.

Event description:
The report received from the study indicated the approx fifteen (15) months after the index procedure, the pt experienced a 75% in stent restenosis (isr) of the previously implanted cypher select stents. The pt was reported to have had timi 2 flow at the eight (8) months f/u. The restenosis was treated by implantation of a taxus 3.0x32 mm stent. The outcome of the report adverse event was resolved.